Manufacturer narrative:
Failure analysis noted that the pump had unresponsive buttons and button error alarm due to corroded keypad traces. There was no moisture damage on the electronic and motor assemblies. The pump had cracked display window corner, scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 117 mg/dl at the time of incident. The customer stated that the pump alarmed button error. He stated that he was at the ocean and slipped into the water. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.